Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door failed to register as closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 3 had failed. A field service engineer (fse) addressed an issue where tower door 3 was triple-clicking and malfunctioning. Corrective actions were applied to the latch assembly, including re-tightening wire harnesses, connectors, and cleaning micro switches, which resolved the issue. The door was tested in the hardware testing application and passed all tests. The customer successfully recovered storage space and accessed compartments without failure or triple-clicking. Preventive maintenance was performed, and similar corrective actions were applied to doors 1, 2, and 4, which also passed hardware testing. No further repairs were required. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door failed to register as closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.